Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during drain 5. The home patient (hp) stated they disconnected from the hc to use the restroom and when they reconnected the hc was in drain 5 of 5 and alarmed se 2240. The technical service representative (tsr) advised the hp to end therapy and finish with manuals. The tsr advised the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.